Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay reporter/wife contacted lfs on (B) (6) 2010 alleging that her husband's one touch ultrasoft lancing device does not fire. A medical surveillance specialist (mss) spoke to the reporter on (B) (6) 2010 and obtained the following info: wife claims, she thinks that her husband was unable to test his blood glucose for 2 weeks; however, he continued to take his diabetes medication on a regular basis. She does not know what type of medication he takes. On (B) (6) 2010, the pt had already a doctor's appointment; however, prior to the appointment, the wife mentioned that her husband had frequent urination and felt sleepy that day. At the physician's office his blood glucose was 300 mg/dl and he was given a shot of insulin. Wife does not know what type of insulin he was treated with or what kind of readings the pt had obtained on the meter. Reporter mentioned that the lancet do not fire on the lancing device. Lancing device was replaced. The complaint is being reported since the reporter mentioned that due to alleged issue with the lancing device, the pt was unable to test and developed symptoms suggestive of hyperglycemia and had to received medical treatment.